Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.5/1.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to low vault without rotation. The exchange did not resolve the problem. Cause is reported as a patient related factor. Reportedly, "visual ghosting," and "take out the crystal."

Manufacturer narrative:
Additional information: d9: 20-dec-2022. H3-device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial. Visual inspection found the lens haptic stretched, bent and deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6: health effects - clinical signs and symptoms-2227 should be added for correction. Claim# (B)(4).

Manufacturer narrative:
H6: work order search found no similar complaints. Claim#: (B)(4) 4b low valt exchange for same size lens, problem resolved. Claim#: (B)(4).